Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. The insulin pump was received with bleeding lcd glass, cracked case at corners of the display window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump also had minor scratches on lcd window, stained cap sticker, stained back address, and serial number label and keypad overlay.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons are unresponsive and they cannot navigate screens on the insulin pump. Troubleshooting was performed, however esc button does not work. The customer was advised that the device would be replaced and agreed to return the product for analysis.